Event description:
Had a depuy pinnacle hip replacement on (B)(6) 2008. Over the last yr, I have had increasing pain and difficulty walking or standing. X-rays in (B)(6) 2011 revealed, the hip replacement might be coming loose and was embedded in tissue. It has gotten progressively worse over the last 3 months and I am seeing the orthopedic surgeon again on (B)(6) 2011 and will probably have to have revision surgery.